Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
As reported by the sales rep, a perforator stopped too late. There was no report of injury or surgical delay.